Event description:
It was reported that the 9900 system will stop fluoro and all lights on mainframe stall, also the image on the left monitor is grayed out. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib and ffb boards and the foot-switch and hand-switch were replaced during the svc call. The system was tested and found to be working as intended and put back into service.